Manufacturer narrative:
H10: the sample was returned for evaluation. The company is still investigating the issue at this time. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the events indicated that model fvl14120 vascular stent graft allegedly experienced a misfire. This report was received from one source. The malfunction involved a patient with no patient consequences. The patient is a 45 year-old male, weighing 50 kgs.

Manufacturer narrative:
H.10. For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Impossibility to deploy the stent completely was confirmed for the device. A root cause has not been determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the events indicated that model fvl14120 vascular stent graft allegedly experienced a misfire. This report was received from one source. The malfunction involved a patient with no patient consequences. The patient is a 45 year-old male, weighing 50 kgs.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the misfire, as no objective evidence has been provided to confirm any alleged deficiency with the vascular stent graft. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model fvl14120 vascular stent graft experienced a misfire. This report was received from one source. The device was used in the patient. The patient is a (B)(6) year-old male, of (B)(6) kgs. There was no reported patient injury.